Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 10 mg/dl. The customer¿s spouse administered glucagon to address the low bg. Although requested, the customer did not upload to t:connect so that tandem technical support could not troubleshoot or investigate pump logs and the alleged root cause could not be confirmed.